Event description:
It has been reported that the event involved a patient while in use in the cticu (cardiothoracic intensive care unit). Indication for use: unable to wean off from cpb (cardiopulmonary bypass). Following protocol the md inserted the iab-04830-u through the sheath via right femoral artery and placed at the descending aorta without issue. For approximately 12 hours the brand new autocat2 (s/n (B)(4)) pumped appropriately and without issue. The pump then alarmed circuit leak and failed to pump. Small blood drops (microl) forming were observed in the gas line and a leak was suspected. As a result, the intra-aortic balloon pump (iabp) was disconnected and the iab was removed. X-rays were performed and are available for review. It is unknown if pump strips were generated. There was not another attempt at the procedure. Per the md there was no report of patient death or injury. There was not another attempt at the procedure. Per the md there was no report of patient death or injury. There was an indefinite interruption in therapy noted. The event resulted in complications and medical medication intervention was required. The patient outcome was eventful; high inotropic support and a longer stay in the cticu for the patient.

Manufacturer narrative:
(B)(4).